Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300 mg/dl range and insulin injections were administered to address bg. Multiple infusion sets were used and elevated bg persisted. Customer alleged pump was the cause of event. Customer declined tandem technical support's offer to perform a pump system check.